Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen of the insulin pump was badly scratched and was very hard to read, and the insulin pump button was unresponsive. The customer's blood glucose level was 6 mmol/l at the time of the incident. The customer informed that the insulin pump was neither dropped nor bumped. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. No unexpected alarms noted during testing. Device properly uploaded on to carelink. No upload/download anomalies noted. Device received with scratched lcd display window.